Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shock. A large number of tachycardia episodes were observed. Lead damage was suspected. The patient was good before and after the event.